Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 4.00x12mm promus premier stent was advanced to a previously implanted stent; however, it was noted that the stent came off from the delivery system (sds) balloon before it was ready to be deploy. The physician managed to check the device before the stent embolized further. Eventually, the stent was deployed to an area where the physician wanted originally, but it delayed the case for half hour due to stent dislodgement. No patient complications were reported and the patient's status was fine.